Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire fr stent separated. The patient was undergoing surgery for treatment of an ischemic stroke of the left middle cerebral artery. The mrs baseline was 4 and post procedure was 3. The nihss baseline was 18 and post procedure was 6. The tici baseline was 1 and post procedure was 3. IV tpa was not contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was minimal. Stroke onset to reperfusion time was 7 hours. It was reported that during the surgery, when the intracranial thrombectomy stent sfr-6-30 was withdrawn to the aspiration catheter port, the stent was separated from the push guide wire for no reason. A 4*30 balloon was then used to compress the stent so that it was attached to the wall of the aspiration catheter, and then the stent and the aspiration catheter were removed from the body as a whole. The patient did not have vessel stenosis proximal to the thrombus site. The pushwire was not torqued during the procedure. There was one pass using this stent. There was no friction or difficulty during the procedure. The microcatheter tip covered the stent proximal marker during retrieval. There was no surgical or medicinal intervention required. The physician did not attempt to detach the stent. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported normal resistance was encountered. The solitaire device was not torqued or repositioned during delivery or retrieval.

Manufacturer narrative:
H3. Product analysis: equipment used: vis (m-78210), 203cm ruler (m-83361) as found condition: the solitaire fr device was returned for analysis within a shipping box, a plastic bio-pouch, an opened solitaire fr inner pouch (b805619), and a dispenser coil. Damage location details: the solitaire fr stent was returned separated from the pusher. The solitaire fr pusher was found broken at ~1.4mm from the distal edge of the marker coil. The stent¿s non-working and working length struts were found to be in good condition. The solitaire fr stent¿s proximal marker was cut open. The pusher was found to have broken at the wire ball. Testing/analysis: the broken solitaire fr pusher was sent out for sem failure analysis. Per the sem report, the broken end failed via tension overload. Conclusion: based on the device analysis and reported information, the customer¿s ¿separation¿ report was confirmed as the pusher was found broken. Possible causes of pushwire break/separation include intracranial stenosis, presence of calcified plaque, number of passes made with the device, delivery and retrieval friction, guide/balloon catheters or intermediate catheter integrity issues such as kinking within the shaft, hard clots or thrombus entanglement with overbending during the retraction process, misalignment of the microcatheter with the proximal end of the solitaire device, and removal of the microcatheter prior to retrieval of the solitaire device with or without clot. However, the cause of the pusher separation could not be determined. H6. Coding updated based on analysis findings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.